Manufacturer narrative:
H6: investigation summary: one sample was received and tested by our quality team. The tubing was separated from the drip chamber upon receipt. After visual analysis under microscope was performed, the tubing was completely lacking solvent. The root cause of separation failure was an inadequate application of solvent during that portion of the assembly process. The manufacturer has been notified of this failure. A trend for the drip separation issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the 11448964 device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. A device history record review for model 11448964 lot number 22103532 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris secondary set broke below drip chamber. The following information was provided by the initial reporter: jan 30: secondary line broke when checked, broke below drip chamber. Lot (10)22103532 - line does not contain any drug or solution (non-cytotoxic).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set broke below drip chamber. The following information was provided by the initial reporter: (B)(6): secondary line broke when checked, broke below drip chamber. Lot (10)22103532 - line does not contain any drug or solution (non-cytotoxic).